Event description:
The initial reporter stated that the auxiliary alarm was not operating as expected. They stated that it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. Complaint: (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the bt2 battery had failed, which caused the auxiliary alarm to fail. The device was serviced to correct the issue.